Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7316940. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7316940. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7316940.

Event description:
It was reported that the patient was experiencing ineffective therapy. Surgical intervention was undertaken in or around (B)(6) 2022 in which the patient¿s system was explanted to address the issue. The investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Section d6b - date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.